Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarm, which was not reproduced. Evidence of the reported symptom was found through review of the event history log by the presence of "upstream occlusion!" Alarms on the final days of customer use; however, it cannot be determined if the alarms are true or false. Evaluation found cause to be a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.